Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. There was no report of tampon malfunction in this case ¿ the string and tampon were intact, so no corrective action would be indicated. The tampon became stuck in the consumer¿s vaginal cavity, and she could not remove it on her own, which required a medical professional remove it (no surgery was performed), but there was no tampon malfunction in this case.

Event description:
Your product got stuck inside; the string was there and she was pulling on it but was still unable to pull it out. [Foreign body in reproductive tract]. Hysterical [emotional disorder]. Case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was being treated with playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history included using super tampons with no problem. Concomitant products were not reported. On (B)(6) 2022, the patient started treatment with playtex sport plastic, unscented. On (B)(6) 2022, after inserting the product due to near the end of her cycle, the patient experienced the regular tampon got stuck inside after using the tampons for the first time. The string was there, and she was pulling on it but was still unable to pull it out. She went to the emergency room around 9 pm where she was given an unspecified shot and a pill, clarified as acetaminophen, an unspecified antispasmodic medication, and another tylenol (acetaminophen) medication (could not provide name), which helped her calm down as she was hysterical. Then, the doctor used a speculum and a thing with triangles at the end. When they could not use the speculum, the doctor had to use thongs and a metal thing with things at the end to get the tampon out. Subsequently, her hysteria resolved. As of (B)(6) 2022, the patient was taking unspecified pain medications. On (B)(6) 2022. She anticipated seeing the gynecologist. No additional information was provided.